Event description:
It was reported that the patient passed away for an unknown reason. No additional information is available at this time.

Event description:
It was reported that the patient passed away for an unknown reason. No additional information is available at this time. Additional information was received that the reported event was reported in error.

Manufacturer narrative:
The suspect medical device reported in this MDR form for a deceased patient due to an unknown reason should not have been reported on a 3500a MDR form. Additional information received from the boston scientific employee, initial reported, stated that during further review of the data, it was found that the adverse event of death was a data entry error for this patient; there was no device deficiency, adverse event, or procedure that occurred for this patient. Based on the additional information which identified the event as a data entry error for this patient, boston scientific no longer considers this to be reportable.